Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: vaccinator took syringe from packet to draw up the vaccine and recognized before drawing up the vaccine a white hard substance on the needle of the syringe, looked like an opaque hard substance covering two thirds of the needle with a globule towards the base of the needle. Thus quarantined and reported through this route. No impact on patient.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012407. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As the sample was unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. The retained samples were examined and no signs of foreign matter could be observed on any of the syringes. Based on the investigation results, an exact cause cannot be determined for this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: vaccinator took syringe from packet to draw up the vaccine and recognized before drawing up the vaccine a white hard substance on the needle of the syringe, looked like an opaque hard substance covering two thirds of the needle with a globule towards the base of the needle. Thus quarantined and reported through this route. No impact on patient.